Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no patient involvement. Blocks b6 & b7: no patient involvement. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6, d7 & d10: not applicable; no patient involvement. Block h3: at the customer site, the field service engineer corrected the pim cable length settings. System meets the specification for the performed service and is returned to use. Block h6: the ivus pim cable length settings were incorrectly set. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during preventative maintenance of the intrasight system, it was noted that the pim cable length settings (configured as 3m/5m, instead of 15 + 3m/5m) were incorrect. There was no patient present and no user injury reported. Further investigation confirmed on 05nov2025, that this type of failure can potentially lead to patient harm. However, there have been no known adverse events reported for this intrasight system regarding this issue. This product problem is being reported in an abundance of caution because possible inaccurate measurements can result in a potential for harm.